Event description:
It was reported that during inspection of stock, the sterile packaging was found damaged. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.